Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found the system error 345 alarm to be caused by a failed downstream sensor. Review of the history log shows multiple occurrences of system error 345. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.

Event description:
It was reported that a pump alarmed for a system error 345 after the start of an infusion in the pediatric care area (medication, programmed amount and delivery rate unknown). The customer also stated that there was no patient injury.